Event description:
It was reported that there was an external fluid leak from a revaclear 300. There was a dialysate leak and a blood leak. The leaks were discovered in the hemodialysis room during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received, and a video was provided for evaluation. During visual inspection, the device was observed to be wet. The video was reviewed and drops of fluid were observed to be leaking from the header area of the device. Functional leak testing of the dialysate side was performed, and a leak occurred due to a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.